Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The patient was put on intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
Additional information indicates that the device has eroded through the skin. Moreover, the device pocket was observed to have mucinous purulent type granulation tissue and scar tissue was excised and sent for culture. There were no additional adverse patient effects were reported.